Manufacturer narrative:
(B)(4). Device evaluation: it is unknown if a sample will be returned for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that a staff member was separating the needles to put them into a bin. The suspect device had a needle sticking out underneath the orange hub and the staff member stabbed herself. Per report "it looks like there are two needles in there".

Manufacturer narrative:
Device evaluation: result - the bd complaint handling lab received one (1) opened sample from cat# 305916, lot# 6055984. The needle was visually inspected. There appears to be excessive adhesive at the hub. Another cannula was attached to that adhesive. The second cannula was sticking out and around the needle shield. This is likely what caused the needle stick injury. Conclusion - bd was able to confirm the customer's indicated failure. The sample has been forwarded to the manufacturing site for further investigation. A supplemental report will be filed up completion of the investigation.

Manufacturer narrative:
Device evaluation: result - this device was manufactured 3/30/2016 to 3/31/2016. A review of the device history record was completed for the packaged and assembly lots for the reported lot 6055984. All visual inspections were performed as per requirement with no issues related to the defect. A quality notification review indicates no quality notifications generated for batch 6055984 involved in this complaint. Lot 6055984 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Pictures provided from sister plant were evaluated to identify defect condition. The evaluation concludes this is a defect identified as double cannula. Conclusion - a double cannula condition can be created when a special event occurs. The cannula/needle is fed from a wheel into the hub ID while adhesive is applied. If a feeding issue occurs and an extra cannula/needle feeds off the wheel, it can become stuck onto the adhesive thus creating a double cannula (so there will be the cannula/needle that fed correctly into the hub, but there will be an additional needle that get ¿glued¿ to the outside of the hub.